Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmentectomy procedure, the surgeon started the shot of the load, it advanced halfway and it couldn´t be finished because it was blocked, the staple line was incomplete at the central part. A new device was used to complete the case. There was no injury.